Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional later reported rupture.

Event description:
Previous medwatch submission noted contracture baker grade unknown and seroma . Upon further information, allergan has determined that the events of contracture baker grade unknown and seroma did not occur. Physician has confirmed right side capsular contracture baker grade I and no seroma present. Also reported right side "capsule fragment containing gray-brown ground fatty tissue" and "right breast capsulectomy materials: in the fibrous capsule wall. Layer synovia-like metaplasia layer, chronic inflammation, foreign body-type giant cells containing particles of breast implant ."

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported capsular contracture (baker grade unknown) and seroma. Device has been explanted and discarded. This relates to the right device. Healthcare professional later reported rupture.

Manufacturer narrative:
The event of "death" was erroneously selected in the previous submitted mw (follow up #2).

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma.

Event description:
Patient reported capsular contracture (baker grade unknown) and seroma. Device has been explanted and discarded. This relates to the right device.